Event description:
A pt was being transferred from a bed to a chair using a mobile floor lift and a disposable highback lifting sling. As the care givers lifted the pt, the sling tore along the side seam while approx 3 inches off the bed and the pt's shoulder protruded through the tear. The care givers lowered the pt back onto the bed to avoid any further tearing of the sling. No injuries were reported as a result of this incident.